Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found the exposed portion of the cannula flat and bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No evidence was found that would result in leaking during wear. No evidence was found that would result in an improper insertion of the cannula; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The patient also reported the cannula was not inserted correctly into the infusion site and that the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. They did not think the cannula was inserted and may have been leaking. The patient's blood glucose levels reached 620 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient was treated with an intravenous fluids and insulin injections. Patient's mother did not state what the fluids were or how much of each. No diagnosis was given other than her blood sugars being elevated (hyperglycemia). Patient's mother stated that they checked her ketones and there were ketones in her urine, but she did not know the results or if that was included in her diagnosis. The mother stated that the cannula appeared bent when the pod was removed.